Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
Our affiliate is reporting that during an arthroscopic shoulder procedure, a portion of the distal tip of an expressew suture passer broke off into the joint space. In an un-successful effort to retrieve the fragment, the surgery was extended by 3 hours. Although the fragment was not retrieved from the body, procedure was concluded successfully without further issue or harm to the pt.